Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in set/line) occurred on the homechoice (hc) device during use. The technical service representative (tsr) explained that the hc ended the therapy. The tsr advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.